Event description:
Per independent repair center, the unit's alarm would not function. The key failure was the regulator on the product tank was leaking. Additional malfunction was the on/off switch on the control panel had a blown circuit.